Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-02077. It was reported that during the surgical intervention to address pain at the anchor site, (reference MFR. Report #¿s 1627487-2018-07273, 1627487-2018-07274) the physician re-positioned the leads to improve therapy in the legs ((B)(6) 2018). Post-operatively, effective stimulation was restored post-operatively.